Event description:
It was reported that there was no alleged product issue. It was noted that actions required as a result of the event included explant. It was noted that only the implantable neurostimulator (ins) was explanted. It was noted that skin erosion was the cause of the infection. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that it was unknown what type of infection occurred. It was noted that a culture was taken from the device pocket. It was noted that antibiotic treatment was necessary. It was noted that redness was present at the device pocket left side implant. Additional information received reported that the sample was still under investigation. It was noted that the patient was still under antibiotics. It was noted that no date was determined for device replacement. Additional information received reported that ¿skin perforation from edge of neurostimulator.¿ it was noted that lab work results were ¿leucozytes 10.08g/l¿ and ¿crp 1.16mg/dl¿ on (B)(6) 2014. It was noted that x-ray results were normal. It was noted that signs and symptoms included incrustation of skin at lateral caudal edge of neurostimulator. It was noted that the event resulted in patient hospitalization. It was noted that it necessitated medical or surgical intervention. Additional information received reported that the outcome of the event was ongoing. It was noted that the event was related to the device or therapy and unlikely related to the implant procedure. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).